Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise and high impedances. The lead remained implanted and the patient would be closely monitored via merlin.net.